Event description:
It was reported that this pacemaker had fluctuating battery longevity. Technical services (ts) was consulted and explained the pacemaker was being affected by an increase in radio frequency (rf) overuse. The consumption was resolved with the patient's home monitor. No adverse patient effects were reported.